Manufacturer narrative:
Block b3: approximate date was determined based on the reported onset of charging difficulties with the implantable pulse generator (ipg), which occurred approximately two months prior to the replacement procedure.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to charging difficulties. In accordance with facility policy, the explanted ipg was retained and will not be returned for manufacturer analysis. Postoperatively, the patient is reported to be recovering without complications.